Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low r-waves. The physician repositioned the lead. The rv lead remains in service. No adverse patient effects were reported. Additional information received from medical records that the lead was explanted due to elective replacement.